Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. The customer reverted to manual insulin injections for insulin therapy. There was no adverse impact to the customer's blood glucose level.